Manufacturer narrative:
Cylinder 1 was received for evaluation. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. Based on examination of the returned product, it was concluded while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and revised on (B)(6) 2021 due to an aneurysm identified in the left cylinder.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, aneurysm identified in left cylinder. The left cylinder was explanted and replaced. No other adverse patient effects were reported.